Manufacturer narrative:
The initial report stated: "a second sample collected from the patient resulted in a li value of < 0.0182 mmol/l accompanied by a data flag." It was clarified that the second sample was run on a different c503 module.

Manufacturer narrative:
The evaluation result and evaluation conclusion codes were updated.

Manufacturer narrative:
The investigation determined the high lithium result was consistent with reagent carryover from a different assay (ldhi). The service actions (re-adjusting the reagent probe and all rinse functionality) resolved the issue.

Manufacturer narrative:
The field service engineer checked the instrument, cleaned the sample and reagent needles, and performed adjustments. The ultrasonic washing station was cleaned, water pressures were checked and the gear pump was adjusted. Wash water quantities of needled and cuvette washing were checked and found to be acceptable. The field service engineer checked the instrument on a second visit and performed adjustments on the wash station, exchanged and adjusted the sample needle, and replaced the cuvettes. Instrument performance testing was performed with acceptable results. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the li (lithium) assay on a cobas pro c 503 analytical unit. The sample initially resulted in a li value of 1.58 mmol/l and repeated as < 0.0246 mmol/l accompanied by a data flag. A second sample collected from the patient resulted in a li value of < 0.0182 mmol/l accompanied by a data flag. The initial questionable result was not reported outside of the laboratory. The li reagent lot was 624408 with an expiration date of 30-nov-2023.